Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that death occurred. The target lesion was located in the mid left anterior descending artery (lad). A 2.75x20mm promus premier¿ drug eluting stent was selected for use to treat the lesion. Following stent deployment, post dilation was performed with a 3.0x12mm non compliant balloon catheter. Approximately two hours post procedure, the patient coded and was brought back to the catheterization laboratory. The patient was diagnosed with two incidents of thrombosis. Two days post procedure, the patient died.